Event description:
Copied from (B)(4). No images found in study after closing it locally. System would have stored a study queried from mwl server as "unbekannt" (unknown).

Manufacturer narrative:
Drew rus attention to skb0105207, known issue: patient's name changed to unknown upon registration from worklist. And explained this furthermore possible workarounds: have customer to be aware to check if started study still has a proper patient name etc. In it's data field and to eventually start again with a new query, if not. - disable autoquery check patient browser with customer searching for patient ID starting with "23" or patient name "unbekannt" to show, that no exam data has gone lost. Studies should be on the pacs as well, as system is set to store onstudyclose.